Manufacturer narrative:
The pump (sn; (B)(4)) found the battery had high resistance with a lab failure. Medtronic developed a design change resolving the issue of high battery resistance and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2011. The catheter access port (cap) was aspirated and found to be patent. Dispense accuracy testing could not be completed due to reset. The battery voltage tested within specification. Visual inspection of the hybrid did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer on (B)(6) 2018. The pump was replaced due to eri, and no allegations were made. The pump was used to deliver baclofen (2,000 mcg/ml, 12.4 mcg/day).